Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the event of infusion set fell off during use. The infusion set had been used for couple of hours. The blood glucose level was almost 300 mg/dl at the time event. Therefore, the patient replaced infusion set and resumed insulin successfully. No further information available.